Event description:
It was reported that the patient experienced retention and dyspareunia several weeks following a miniarc precise sling implant surgery. The sling was removed on (B)(6) 2014. The patient was doing well after the mesh removal. No further patient complications were reported in relation to this event.